Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2006 for incidence of hyperglycemia. It was reported that the patient's blood glucose was 343 upon admit. Additionally, it was reported that the patient had changed his site, set and insulin less than 24 hours prior to admit, but had reported no pump alarms or alerts. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.